Event description:
It was reported that revision surgery performed due to pain and subluxation. Upon revision, it was noted that a large piece of bone cement was present between the articular surfaces of the devices. The revision surgeon does not fault the device.